Event description:
The customer contact reported a leak. The customer contact reported that at the compounding facility, the empty flexible solution container was filled with unspecified volumes of fentanyl 5 mcg/ml and bupivacaine 0.1% in normal saline for a total volume of 250 ml. The customer contact reported that the solution container was overwrapped, placed in a shipping container, and was shipped to an end user. It was reported that when the shipment was opened at the end user, almost all of the solution had leaked into the overwrap from a hole in the lower right corner where the seam seals the bag. No additional was provided.

Manufacturer narrative:
One used device was received and evaluated. Testing found a 1 inch tear in the printed side of the seam. The probable cause of the tear was due to a burst in the flexible container from exposure to extreme temperature during transportation or storage after filling. This report represents all the information known by the reporter upon query by hospira personnel.